Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 27jul2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review. (Exemption number e2015036).

Event description:
A customer device was returned to pentax medical on 17/jul/2018 for routine service. Inspection of the unit was performed on 18/jul/2018 where the quality control inspector found the following: prism cracked; distal cap - fixed type m0 - zone m - condition like new; distal cap - fixed type failed epoxy seal integrity inspecti; customer complaint not duplicated; passed wet leak test; passed dry leak test. The scope's repairs to include the distal case/cap along with miscellanous parts, which will be replaced and/or resealed pursuant to the field correction, and returned to the user upon completion. Parts replaced: o-rings and seals; objective prism assy; distal case/cap.